Manufacturer narrative:
Pending evaluation.

Event description:
Revision - reason not reported.

Manufacturer narrative:
Please void as the device was never implanted.

Event description:
Please void as the device was never implanted.